Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging device will not turn on/device not functioning. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, manufacturer observed an unknown contaminate on the front panel, a sticky residue, possibly from a removed sticker on the top enclosure. A brownish dust-like contaminate on the top enclosure, generally around the air inlet. A dust-like material on the front panel, top enclosure, rear panel, bottom enclosure. A light layer of dust-like material on the bottom enclosure and backside of rear panel. A whitish dust-like contaminate on the blower. A keratin-like substance is observed at the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer cannot confirm the complaint of device not turning on/blowing air. The manufacturer observed dust contamination in the device and are consistent with being from an external source.